Event description:
A malfunction alarm was reported, but there was no adverse impact to the customer¿s blood glucose level, as it was confirmed that it did not exceed 500 mg/dl. Technical support provided the customer with information on how to reset the pump and assisted them in performing the reset, which successfully resolved the issue. The customer was advised to continue using the pump and to call back if the malfunction code recurred, which the customer understood and agreed to.